Event description:
Additional information noted lead fracture at the time when right ventricular lead was replaced.

Event description:
It was reported that during interrogation, multiple high ventricular rate episodes were recorded. Each episode revealed noise on the ventricular lead. Ventricular unipolar impedance was 369 ohms and bipolar impedance was greater than 2500 ohms. The ventricular sensitivity setting was decreased and the lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.